Manufacturer narrative:
(B)(4). John h. Healey (2009) " early equivalence of uncemented press-fit and compress femoral fixation", 467:2792-2799. Event date ¿ the journal article was published in 2009. Concomitant medical product: unknown compress femoral, catalog#: ni, lot#: ni. Unknown compress tibial tray, catalog#: ni, lot#: ni. Unknown compress bearing, catalog#: ni, lot#: ni. Unknown compress stem, catalog#: ni, lot#: ni. Unknown compress patella, catalog#: ni, lot#: ni. Initial contact name ¿ this journal article was written by german l. Farfalli, patrick j. Boland, carol d. Morris, edward a. Athanasian and john h. Healey. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05746, 06270. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported in a journal article that one (1) patient underwent knee arthroplasty revision of the femoral component 11 months post-operatively due to distal bone resorption with secondary failure of the compress mechanism. In this case, the mechanical failure manifested a lack of bone hypertrophy or even some bone resorption. No further patient consequences were reported. Attempts have been made to retrieve additional information, but no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. X-ray provided in the article (fig. 5) indicates bone resorption that led to failure of the compress. Root cause remains undetermined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.